Event description:
It was reported that prior to use several of the pens were found to be broken with a bd pn 31x5 europe. The following information was provided by the initial reporter: hub of several pen needles broken.

Manufacturer narrative:
H.6. Investigation: twenty seven open and five hundred and twelve sealed 31g x 5mm pen needle samples were returned from lot. No: 9029764 cat. No: 320212. Visual examination of the twenty seven opened samples was carried out and an incomplete hub was observed on two samples no issues were observed with the remaining 25 open samples. Visual examination was also carried out on 180 of the sealed samples and no issues were observed. This issue occurred due to insufficient molten material in the hub mould cavity. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use several of the pens were found to be broken with a bd pn 31x5 europe. The following information was provided by the initial reporter: hub of several pen needles broken.